Event description:
It was reported that during treatment of a venous anastomotic lesion, the stent graft moved from its target location. The physician advanced a balloon catheter and moved back the stent graft and secured it with a stent. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.